Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a stent dislodgment and dissection occurred. The lesion being treated was an 80% stenosis located in the non calcified, non tortuous left anterior descending artery (lad). The vessel diameter was reported to be 3.0 mm. The lesion was pre-dilated with a 2.0 x 20 mm maverick balloon. The physician placed a multi link vision 3.0 x 28 mm stent in the distal lad. He then inserted a taxus express2 8.8% 3.0 x 20 mm drug eluting stent through the jl4, 6f catheter. As soon as the stent delivery system came out through the catheter, the stent dislodged from the delivery system. The physician removed the stent with a snare wire, but the proximal lad had a dissection. The physician urgently applied a coroflex 3.0 x 16 mm stent to treat the dissected lesion. There were no further complications for the pt.